Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine drug (did not ask mg/ml at did not ask mg/day), unknown baclofen (did not ask mcg/ml at did not ask mcg/day), and bupivacaine (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient developed an infection before the pump could be assessed for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's husband reporting that the patient was currently at hospital and the managing physician at the hospital told him to call medtronic (mdt) and let mdt know that patient was in the hospital.